Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading recorded by the continuous glucose monitor (cgm) on (B)(6) 2020 was 66 mg/dl. Therefore, the complaint could not be confirmed. A cgm alert 13 (cgm sensor session expired) enunciated on (B)(6) 2020 at 6:47:19 pm. Allowing the cgm sensor session to expire prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.